Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse®. After the treatment with radiesse®, the patient experienced a vascular occlusion. The outcome of the event was unknown.